Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device causes an electrical shortening in the whole operation room. There was no harm for patient, operator or third party reported. No further information received. On (B)(6) 2023 update (B)(6) further information were provided that as soon as the device was plugged in the whole tower had a shortening. The customer disconnected the devices separately from each other in the socket and in the process the complete fuse in the operating room also failed. No patient was harmed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon functional testing, the console was plugged in and did not turn on. -visual evaluation noted that no electrical components were damaged after opening the lid. -the most likely cause of this failure can be attributed to an internal electronic component that was damaged due to an overcurrent condition. - the review of complaint records for serial number (B)(6) shows that the device has no previous complaints. - the original warranty seal was present and completed. -the manufacturing date of the device is 2018-03.